Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had syncope and was transported to the emergency department. Intermittent low heart rates were noted in the 30s. A transmission observed high impedance with a polarity switch to unipolar pacing on the right ventricular (rv) lead. The lead was noted with a possible lead fracture, oversensing which caused under pacing, noise, and some non-physiologic high rates. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.